Event description:
It was reported that the patient with this implantable pacemaker device experienced a heart beating twice as fast as normal and having difficulty in breathing. In addition, the patient was without medications and clinician advised to double the medications. Boston scientific technical services (ts) then referred the patient to the clinician and seek medical help. As of this time, this device remains in service. No adverse patient effects were reported.